Event description:
Shortly after implant, the patient's lead extension appeared to be damaged. The physician decided to explant and reimplant with a new advanced bionics lead extension.

Manufacturer narrative:
Visual inspection of the lead extension showed that the lead body was torn in two pieces. The lead extension passed photographic image inspection. The root cause of the damage is unknown. This is the final report.